Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (one gram, one dose) for peritonitis. The outcome of the event was not reported. At the time of this report, the patient was discharged from the hospital. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the exact date was not provided; it was reported that the patient was discharged from the hospital on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.